Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basa/bolus/fixed prime. The customer was advise reinsert the reservoir and run manual prime unit at least 5.0 units. Customer reported insulin exits with manual prime. The customer was advised that the device is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion. The customer was offered pump replacement. Customer was advised that the replacement device would be send out.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.